Event description:
The device involved in this MDR report was explanted and returned for analysis because of suspicion of premature battery depletion. It sh0uld be noted that the elective replacement indicator was not reached, I,e. The device was still functional.